Event description:
It was reported that during laparoscopic gastrectomy procedure a newly opened device with ecr60b and ecr60d were used. The doctor first installed the ecr60b and fired smoothly without any problem. He then asked the scrub nurse to install ecr60d based on the thicker tissue felt. The gold cartridge was installed as usual and the doctor started to fire. At the second stroke, the surgeon found that the firing trigger was abnormally easy to close, feeling like no friction on it, and turned out the blade didn't go further and stuck at that position. The surgeon then pressed the red switch to reverse the blade. The surgeon found the staples didn't form nicely but no bleeding was found. Then another ec60a and ecr60d were opened to continue the procedure. Everything was fine at the end. No patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation: damaged joint cover. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.